Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device not recognizing an open door state. Service evaluation verified this condition. The cause was identified to be damaged upper and lower door hooks from an external influence. The door hooks were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device did not recognize an open door state. There was no patient involvement. No additional information is available.